Manufacturer narrative:
Exemption number e2015058.. The pad-pak was first successfully installed on the 7th october 2010 and performed to specification, alongside random manual power ons, up to the 8th december 2013. An increase in voltage suggests a further pad-pak was installed. The device records a temperature below the recommended stand-by temperature. The device failed a self-test due to a low battery on the 11th december 2013. A drop in voltage was observed at this time. The device records multiple manual power ups mainly of ten minutes duration between the 8th november 2015 and the 5th january 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The self-test fails recorded were due to either the pad-pak being removed and not being properly seated in the device or a different pad-pak may have been installed in the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.